Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The image is no longer displayed due to water immersion inside the cable and imaging. The subsequent board failure was due to the water immersion. Based on the results of the investigation, the root cause of the reported issue was not found. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information provided the customer. The following fields are updated: b3, b5. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if additional information is provided by the customer.

Event description:
It was further reported, the issue occurred during a therapeutic procedure (transurethral lithotomy). The procedure was competed with the same device. It is unknown whether a pre-use check was performed and if there was a delay in the procedure.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The image issue was due to malfunction of the imaging system. The device cable and control unit exhibited appearance defect. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the camera head produced a bad quality video image. The device was returned and it was found the camera head displayed no image due to circuit board failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted for correction to aware date of supplemental report (manufacturer report number: 3002808148-2022-04274 ). The correct aware date is november 17, 2022.